Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that stated patient was admitted on (B)(6) 2020 with symptoms of stroke in the setting of international normalized ratio (inr) 2.2. A computerized tomography (cat) scan confirmed mid-cerebral cerebrovascular accident (cva) and stroke complicated by a hemorrhage conversion with a second recurrence. The recurrent bleeding raised concern for septic emboli which lead to the finding of mycotic aneurysms in the middle cerebral artery (mca). The patient underwent onyx embolization of two right mycotic mca aneurysms. The patient suffered significant aphasia, dysphasia, and right sided weakness. The patient's vancomycin course was extended until mid-(B)(6). Aspirin and coumadin therapy were not resumed due a bleeding risk. The patient was discharged to an inpatient rehabilitation center and a percutaneous endoscopic gastrostomy (peg) tube was placed. The patient was ultimately discharged to nursing home where they suffered another large intracranial hemorrhage. All care, including left ventricular assist device (lvad) and implantable cardioverter-defibrillator (ICD) were both withdrawn soon after.

Manufacturer narrative:
Medwatch form # (B)(4). Describe event or problem: the brand of the patient's ICD is unknown; multiple attempts were made to obtain this information, but it was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.